Event description:
Reporter alleged discrepant blood glucose monitoring device results and a valid lab comparative. Reporter stated the device result was 120 mg/dl however the pt appeared ill so she was sent to the ER. Reporter indicated the ER meter read 41 mg/dl and the lab result indicated 27 mg/dl. Reporter stated the pt did not receive any treatment based on the result and controls were used and found the device to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.